Manufacturer narrative:
Device evaluation: lens was returned in a microcentrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Device code 1494: off-label use: age of patient < 21 years at the time of implantation. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -10.0/1.0/084 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem.